Manufacturer narrative:
(B)(4). Batch # p56w6w. Device evaluation: the analysis found that one pce45a device was returned with no apparent damage and with an ecr45w partially fired cartridge loaded on the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an esophagectomy procedure, the surgeon was firing device across mesentery fat and device locked out. Surgeon was not able to open the jaws, stated he pushed the reverse knife button forward and nothing happened, he then went to the manual override lever but did not push the release buttons to open up the jaw, thus tissue was stuck in jaws and surgeon used bovie to separate device from patient. Another device was opened to complete the case. There were no adverse consequences for the patient.